Event description:
On (B)(6) 2010, patient reported the infusion set luer lock connection came loose from the infusion adapter causing elevated blood glucose. Patient stated, she noticed her blood glucose climbed into the 500's mg/dl, and then she noticed that the tubing had become disconnected from the infusion device. Patient's normal blood glucose range is 100-150 mg/dl. Patient reported, the luer lock did not appear to be cracked, split or damaged in any way. Patient stated, she believed that she twists the luer lock onto the adapter until it locks into place. Patient reported the problem has occurred with different tubing from different lots. Patient did not remember when the adapter was last changed. Educated her on when to change the adapter. Patient is currently working on getting her blood glucose down to the target range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.